Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing non-target simulation. X-ray showed that the lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.